Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2021-00540, 3005168196-2021-00542.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using ruby coils, a pod packing coil (pod pc), and a non-penumbra microcatheter. During the procedure, two ruby coils and a pod pc were re-sheathed and saved for later use, as initially the two ruby coils and the pod pc were too long for the branch vessel. Later, while attempting to use the two previously removed ruby coils, the physician noticed that the two ruby coils were stuck within its introducer sheaths and would not advance at all. Therefore, the two ruby coils were removed. Subsequently, while the physician attempted to advance the previously removed pod pc within its introducer sheath, the physician experienced resistance. Subsequently, the physician kinked the pusher assembly of the pod pc. Therefore, the pod pc was removed. The procedure was completed using new ruby coils and the same microcatheter. There was no report of an adverse effect to the patient.